Event description:
It was reported that the patient presented due to an audible alert from their implantable cardioverter defibrillator (ICD). Interrogation revealed the right ventricular (rv) lead had triggered an alert for oversensing noise episodes. Reprogramming was completed and the following day the lead was capped and replaced. No patient complications have been reported as a result of this event.